Event description:
A site reported to rxsight that a light adjustable lens (lal, sn (B)(6), +22.0d) was explanted due to blurry vision and diplopia. An lal (sn (B)(6), +22.0d) was implanted as a replacement. Rxsight's first awareness of the event was on 08/14/2024.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).